Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 13, 2020 that a flexiva 365 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was lumenis versapulse 100 watt laser console. According to the complainant, prior to the procedure, the tip of the laser fiber broke off upon removal from the package. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event.